Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned articular surface shows that the post feature has fractured off near the base. Additionally, there are gouges, scratches and discoloration on both the superior and inferior sides of the device. Sem analysis was performed and indicates that the fractures post feature shows signs on possible impingement at the base of the post and wear/damage on the side of the post. Sem also indicated that the distal surface of the device shows evidence of creep deformation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The device had a reported in-vivo age of 10 years prior to the post fracture. Per the package insert, the implant or its components may wear out, fail, or need to be replaced. A definitive root cause of failure cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that 10 years after undergoing a total knee procedure the patient started experiencing a ¿clicking¿ sound within his knee. It was found that the articular surface had fractured which resulted in a revision procedure to resolve.

Manufacturer narrative:
Cmp-(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised 10 years after total knee due to fracture of articular surface.